Event description:
It was reported that the x3 showed a speaker error. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the x3 showed a speaker error. Additional information was received that the device had sound; however, it was a little distorted. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The product associated with the event was returned and evaluation/analysis was performed. The engineer determined that the issue was associated with a defective speaker which needs to be replaced. After part(s) replacement the device was returned to functional use with no further issue(s) identified.